Event description:
Device 1 of 3: reference MFR report: 1627487-2011-10113, reference MFR report: 1627487-2011-10114. The pt's scs sys consisted of two scs leads (same lot), two scs lead extensions (same lot) and the ipg. It was reported the pt was unable to feel stimulation where needed. Invalid contacts were identified. It was also reported the pt requested the ipg site to be relocated and a small model ipg implanted. The physician removed and replaced the entire scs sys on (B)(6) 2011.

Manufacturer narrative:
Eval: results: the complaint was confirmed. As received, a visual inspection found a lead tip electrode was stuck in the lower chamber of the ipg. Electrical testing on lead a confirmed electrodes 7 and 8 on the proximal end are intermittently open electrically when flexing the lead tip at the proximal end. A f/u high resolution inspection of the lead body and electrodes at the proximal end of the lead found normal wear consistent with the stresses exerted on the lead during the implant period. Lead b tested in spec. Continuity between lead electrodes of both leads measured in spec while extending the leads with minimal force. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.